Event description:
The device was used during a cystic duct and artery procedure. It was reported by the rep when the surgeon went to fire this clip applier the clips were not coming out properly, therefore they were not forming properly. There was no consequnce to the pt.

Manufacturer narrative:
Based upon the inquiry info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. During analysis of the instrument, it was noted that the jaws and feedbar were damaged. Due to the damage to the feedbar, the clips fed into the jaws slowly, causing the clips to malform. No conclusion could be reached as to how the damage to the jaws and feedbar occurred. If the jaws torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.